Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The lesion being treated was located in the saphenous vein graft to ostial right coronary artery. Using a non-bsc embolic protection device, the physician implanted a 3.0x16mm promus element plus stent in the target lesion. Upon removing the embolic protection device, the left part of the filter was hanging out of the sheath and it hooked on the stent causing deformation. Using non-bsc guide wires, the physician attempted to post-dilate the deformed stent with a 3.25x12mm nc quantum apex and a 3.0x8mm nc quantum apex balloon catheters, however, none of the devices were able to cross the stent. No further patient complications were reported and patient's status is fine.